Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/6 of their automated peritoneal dialysis therapy. The home pt reported that they used one pt extension line during therapy. The home pt reported that they had to disconnect to use the bathroom and did not make it back in time for the next drain cycle. The home pt reported that they returned to the homechoice machine alarming and reconnected their transfer set to the extension set. Baxter's technical service center assisted the home pt in ending therapy. The home pt reported that they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.